Event description:
On 20/Jul/2026, FMCRTG became aware this 75-year-old female patient with end stage renal disease (ESRD) on continuous cyclic peritoneal dialysis "[CC(PD)]" utilizing a Liberty Select Cycler and Liberty Cycler Set for renal replacement therapy (RRT) was diagnosed with peritonitis (b)(6)2026. During follow-up, the patient¿s PD registered nurse (PDRN) reported the patient presented to the outpatient home dialysis clinic on (b)(6)2026 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (IP) Vancomycin 1000 mg every 3-5 days (based on Vancomycin trough level), and Ceftazidime 1000 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for Staphylococcus epidermidis on (b)(6)2026, and the patient¿s antibiotics were continued. The patient is recovering from the serious adverse events and continues to undergo CCPD therapy at home utilizing the same Liberty Select Cycler without any reported issues. The PDRN attributed causality to an unspecified touch contamination event involving poor hand hygiene prior to initiation and termination of treatment. Per the PDRN, the serious adverse events were not caused by any Fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical Investigation: A temporal relationship exists between CCPD therapy utilizing a Liberty Cycler Set and the serious adverse event of peritonitis, characterized by abdominal pain, which warranted antibiotic therapy. The PDRN attributed causality to an unspecified touch contamination event involving poor hand hygiene prior to initiation and termination of treatment. ESRD patients undergoing PD therapy (manual or cycler based) are at high risk for infections of the peritoneum. Staphylococcus epidermidis is found in the mucus membranes, axillae, and on the skin of humans, and transmission of the bacteria to the peritoneum frequently occurs during a touch contamination event. Per the PDRN, the serious adverse events were unrelated to any Fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s Liberty Cycler Set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a Fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a Fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications, as evidenced by the devices¿ continued use.